Event description:
Report 2 of 2 for this event: it was reported a patient underwent a left total knee arthroplasty. Subsequently, five (5) years, six (6) months later, the patient experienced left knee instability and significant pain. As a result, the patient underwent a left knee revision due to loosening and prosthesis wear. It was reported that intraoperatively the surgeon observed significant loosening of the femoral component, subsidence, polyethylene component wear, synovitis, and osteolysis. No further complications were reported. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00844. The revision reported in this event was likely the result of a combination of aseptic loosening between the femoral component and the bone and prosthesis wear. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of loosening and prosthesis wear to the sequence of events and potential contributions from implant positioning and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited information was available at the time of evaluation. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique exactech has recently discovered that a bag used in the packaging of our polyethylene inserts has been produced outside of our quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with bags that conform to exactech¿s specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in a revision surgery. However, while the insert was packaged in a non-conforming bag, it was on the shelf for only slightly more than a year before being implanted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.